Manufacturer narrative:
The sample has been received by a company representative. Sample being evaluated but not yet completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. The manufacturer internal reference number is (B)(4).

Event description:
A nurse reported three blunt knives during surgeries. The surgeries were completed with new knives from another pack with no complications. There was no patient harm. Additional information has been requested and received.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. Evaluation summary: four opened knives were received loose in a plastic bag for the report of blunt knives. The samples were visually inspected and were found to be non-conforming with damaged tips and damaged cutting edges. Penetration and sharpness testing could not be performed due the damage of the returned samples. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The exact root cause for the damaged knives is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as damaged tips and cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).